Event description:
Fire rescue crew administering meds through baxter healthcare group IV solution set 10 drip. When crew pulled needle from med port the stopper on the port also came off resulting in blood and fluid exiting the port and risking exposure of the crew.